Event description:
Doctor cauterizing (coag mode activated) and when device was pulled away from surgical field it was noticed that a 1/2" yellow flame at tip of device was present that lasted approximately 5 seconds before it was self-extinguished. No staff or patient impact. Patient information currently unknown.

Manufacturer narrative:
Product event #(B)(4). Evaluation process: unit received in good condition with very minor surface imperfections. Power cord was received. No hand pieces nor user manual were received. Internal visual inspection revealed no loose or broken components. Unit delivered rf energy correctly into fixed resistors. All power levels were found to be within their normal, specified ranges. Experimentation with delivering 50w pinpoint coag energy to a 500ohm fixed resistor demonstrated that an electrical arc, or ¿flame¿, up to 1/4¿ long can be maintained between the resistor and the handpiece blade if energy delivery is continued while the blade is slowly removed from the resistor. The ¿flame¿ immediately extinguishes at distances greater than about 1/4¿ from the resistor and will not start again until the blade comes back into contact with the resistor. Note that this is expected behavior for delivery of 50w pinpoint coagulation power in close proximity to the load resistor. Root cause: while the system could generate the electrical arc (or ¿flame¿) typical electrosurgical devices by slowly removing the plasmablade from a fixed resistor while delivering 50w pinpoint coagulation energy, the flame would not persist once the blade was removed from the immediate proximity of the resistor. (B)(4).

Event description:
Doctor cauterizing (coag mode activated) and when device was pulled away from surgical field it was noticed that a 1/2" yellow flame at tip of device was present that lasted approximately 5 seconds before it was self-extinguished. No staff or patient impact.

Manufacturer narrative:
(B)(4). Method: product scheduled for return but not received by manufacturer for inspection. Eval code results: product scheduled for return but not received by manufacturer for inspection. Eval code conclusion: product scheduled for return but not received by manufacturer for inspection. Product event: (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.